Event description:
Prescription vials with child resistant closure that failed. Closure mechanism fails and makes it easy for children to open vial. Other size vials were also tested and found to fail.